Event description:
The customer reported her blood glucose reached 260 mg/dl less than 24 hours after the pod was activated. She could feel and smell insulin leaking. Upon inspection, she noticed the cannula was not inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.